Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)- incomplete. The lot number is currently unavailable. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.ow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an open laterjet surgical procedure, it was observed that the bristow-latarjet 28mm screw,top-hat(1) did not "bit" and the top hat backed out of the coracoid. According to the reporter, the event occurred when the surgeon implanted the top hat. It was further reported that the implants were removed and discarded. A small screw and washer had to be used to complete the procedure with no new hole. There was a minute delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.